Event description:
Customer called technical support after surgical table would not articulate into position. Incident occurred during laparoscopic surgery when the hand control would not function properly causing surgery to be changed from laparoscopic to open procedure because table could not be put into trendelenburg position.

Manufacturer narrative:
Customer claimed that during calls to steris service techs that they were told that there was no override control for the table if the hand control did not work. The customer could not provide names of service techs who were contacted about the incident. An override control does exist on the c-max surgical table, but it is located in a different position than the other table models the hospital currently uses. Instructions were communicated by steris during installation, but apparently due to the confusion and hospital personnel not being familiar with the c-max table, led to the customer not knowing how to find or use the override control to articulate the table into proper position. A steris service tech was dispatched the next day and followed up with the customer. Steris service tech asked if table was plugged in at the green power switch and also at the wall. The hospital employee claimed that the situation at the time of the problem during surgery was urgent and they weren't sure. After surgery was over and the patient was removed from the operating room, the hospital employee stated that she came back into the or and that the c-max table was now working properly and that the green power button on the hand control was lit and the bed operated as if nothing was wrong. A steris tech proceeded to inspect the table by unplugging the power cable to check the power switching from a/c power to d/c power. All worked correctly and was repeated several times. The main fuses were checked and all found to be good, the manual override hand control was used to run the table through all positions in normal and revise patient orientation and again the table operated properly. The table was then unplugged and using the main hand control, the operator maneuvered the table through all positions in normal and reverse patient orientation. The battery indicator at the time showed orange with two bars of yellow, or about half charged. The table was unplugged and the lower shroud was removed to inspect the wiring and plug connections by wiggling wires and connections trying to duplicate the problem, but no shortages were detected. The steris sales representative followed up on july 1, 2008 to provide additional in-service training with hospital and staff regarding the location and proper use of auxiliary override controls. The root cause of the problem appears to be a combination of the table possibly not being fully powered prior to the procedure and the unfamiliarity of the hospital (or) staff with the operating controls on the c-max surgical table.

Event description:
The hospital reported that the surgery was completed successfully and the patient experienced no adverse effects.